Event description:
It was reported that a gradual decline in the hearing performance of the pt was noticed by the guardians since (B)(6) 2013. A problem with the external device is excluded and a trauma is denied by the guardians. The pt has been re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.